Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: an opening on anterior. Leak test and microscopic analysis were performed which identified: a sharp opening on valve bond edge and crack valve. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening and a cracked valve seat diaphragm valve." Trend analysis: "review of all complaints of a050401 - fluid leak for the period of jul 2020 through jun 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate."